Event description:
Physician said 'coils looked funny' and opted not to use. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) defib conductor distorted, full lead. Visual inspection: defibrillaiton coil distorted.